Event description:
It was reported that the ekos device was leaking from both connectors during use. An ekos endovascular device, 106x40cm was selected for use. During the procedure, it was observed that the ekos device was leaking from both the drug and coolant connectors. It was not reported how the procedure was completed. There were no reported patient complications.

Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned for investigation. Microscopic visual inspection of infusion catheter (ic) showed cracking on the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked water from the drug port and coolant luers, where the cracking was present. The reported event of leaking was confirmed from the drug and coolant ports. Additionally, it was found that the device had cracks in the coolant and drug port luers. Updated fields: b5 - describe event or problem d4 - lot number, expiration date, serial number h6 - impact codes, evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that the ekos device was leaking from both connectors during use. An ekos endovascular device, 106x40cm was selected for use. During the procedure, it was observed that the ekos device was leaking from both the drug and coolant connectors. It was not reported how the procedure was completed. There were no reported patient complications. It was further reported that the leak was observed during treatment in the ICU. The ekos device was exchanged in order to continue therapy.

Manufacturer narrative:
Updated fields: b5 - describe event or problem; d4 - lot number, expiration date, serial number; h6 - impact codes, evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that the ekos device was leaking from both connectors during use. An ekos endovascular device, 106x40cm was selected for use. During the procedure, it was observed that the ekos device was leaking from both the drug and coolant connectors. It was not reported how the procedure was completed. There were no reported patient complications. It was further reported that the leak was observed during treatment in the ICU. The ekos device was exchanged in order to continue therapy.